Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed the data from the date of the complaint was unavailable. The last bolus delivery was a 1.50 unit ezcarb normal bolus. The available black box showed an unexplained loss of prime had occurred with deliveries resumed. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed the delivery accuracy testing with no delivery defects. The pump was found to be delivering within the required range and delivering accurately. The pump was exercised for 12 hours with a 2.0 unit per hour basal rate and at the end of testing the basal history correctly showed 2.0 units and the total daily dose showed 24.0 units. No alarms or delivery interruptions occurred during testing. The complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring as high as 600 mg/dl. The patient reportedly denied other symptoms and did not receive any treatment above or beyond the usual routine of diabetes care and management. The insulin pump was not available for troubleshooting at the time the complaint was received. Therefore troubleshooting of the device was not completed. The patient¿s health care provider reportedly adjusted the basal rate, bolus and insulin-on-board settings in the pump. The patient was reported to have celiac disease and to be on a gluten-free diet. This complaint is being reported because the patient¿s health care provider alleged an inaccurate delivery issue with the pump. Diabetes management was determined to be a contributing factor in the patient¿s blood glucose excursion; the patient was identified to have other health care issues and the health care provider made adjustment to the pump settings.